Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 17, 2023.

Manufacturer narrative:
This report is submitted on july 26, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Re-programming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 11, 2023.